Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue and migraine outcome was unknown. The reporter considered abdominal pain lower, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly placed and tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (remove gallbladder) in 1994, sinus operation (treat sinusitis) in 1997 and abdominoplasty (remove extra skin) in 2008. Previously administered products included for anxiety: ativan; for shoulder pain: mobic and zanaflex; for an unreported indication: ambien. Concurrent conditions included cystocele and depression. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and headache ("head pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, fatigue and headache outcome was unknown and the abdominal pain and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure properly placed and tubes occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received - new event "abdominal pain, lower back pain, head pain, unusual bleeding" were added. New reporter was added. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.